Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Section "d4: device UDI number" was submitted with UDI # (B)(4), in error. Associated lot # 61340665, was manufactured prior to (B)(6) 2015, as a result, a UDI number is not required. The following sections have been updated: b4: date of this report; g4: date received by manufacturer; g7: checked "follow-up"; h2: checked follow-up type; h10: added manufacturer narrative.

Manufacturer narrative:
An impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) and tool implant removal scr type imp (irt) were returned for investigation, see attached images a079 and a080 in the complaint. Visual inspection of the as returned product identified worn markings due to usage and removal and a fracture on the tip of the tool and collar of implant. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 14 and was used for approximately a year. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported events were confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that upon discovery of the implant being fractured, while removing a fractured implant the irt broke. Implant was successfully removed. Tooth site 14.